Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference 5 cmh2o' during pre-use check. Identification of issue has been done by analyzing problem description and service report. The pressure transducer printed circuit boards and expiratory channel printed circuit board were replaced to resolve the problem. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure and the defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).